Manufacturer narrative:
Lifescan has requested the return of the subject meter and strip for evaluation, but has not yet rec'd them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will info FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 128 mg/dl, 168 mg/dl, 202 mg/dl and 178 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.